Manufacturer narrative:
The manufacturer previously reported that they received a voluntary medwatch (mw5145123) in reference to the field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the replacement device they received is doing the same thing and the filter is turning black. The patient alleges a tickle in their nose while using the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The dreamstation 2 device is not within the scope of the field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.

Event description:
The manufacturer received a voluntary medwatch (mw5145123) in reference to the field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the replacement device they received is doing the same thing and the filter is turning black. The patient alleges a tickle in their nose while using the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.